Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture, low sensing and high pacing thresholds due to a lead migration. As a result this lead was repositioned. No additional adverse patient effects were reported.